Event description:
This is a female that had a decompressive laminectomy done in 2005. An ultrasonic aspirator was used during the surgery. Intially she did well post-operatively and was discharged home two days later. Later she developed severe headaches and increased drainage from the surgery site. The next month, she was taken back to surgery for repair of a dural tear. She was discharged home in stable condition in the care of her family.